Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Please disregard the patient age selection on MFR (3004753838-2025-023723), as this information was recorded in error. Patient did not provide a weight.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred on a mobile application. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.